Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 761437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included malaise, fatigue, dizziness, pap smear abnormal, condyloma, panic disorder on (B)(6) 2010, postpartum depression and vaginal delivery on (B)(6) 2009. Previously administered products included for pain in scalp: ibuprofen/ tylenol in 2008; for bronchitis: amoxicillin in 2006; for vaginal itching: diflucan in 2005; for an unreported indication: mirena in 2007 and depo- provera. Concurrent conditions included tobacco abuse since (B)(6) 2011 and high grade squamous intraepithelial lesion since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), menometrorrhagia ("ireegular spotting"), coital bleeding ("bleeding after intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling") and pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"), vaginal infection ("infection from rupture of vaginal cuff"), dysmenorrhoea ("dysmenorrhea (cramping)") and device deployment issue ("left tubal cannulated first, the essure deployed, and 2 coils are noted"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy) and surgery (ablation). At the time of the report, the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dysfunctional uterine bleeding, menometrorrhagia, coital bleeding, abdominal pain, abdominal distension, pelvic pain and device deployment issue outcome was unknown. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal distension, abdominal pain, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: all symptoms resolved after removal (except those that are related to the hysterectomy) left tubal cannulated first,the essure deployed, and 2 coils are noted in the cavity. Then right , essure deployed , and 3 coils were left in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral coils. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date ((B)(6) 2016) added. Lot number added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection from rupture of vaginal cuff, dysmenorrhea (cramping), dysfunctional uterine bleeding, irregular spotting, bleeding after intercourse, abdominal pain, abdominal swelling, chronic pelvic pain and left tubal cannulated first, the essure deployed, and 2 coils are noted added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left tubal cannulated first, the essure deployed, and 2 coils are noted". The patient's past medical history included malaise, fatigue, dizziness, pap smear abnormal, condyloma, panic disorder on (B)(6) 2010, postpartum depression and gravida on (B)(6) 2009. Previously administered products included for pain in scalp: ibuprofen/ tylenol in 2008; for bronchitis: amoxicillin in 2006; for vaginal itching: diflucan in 2005; for an unreported indication: mirena in 2007 and depo- provera. Concurrent conditions included tobacco abuse since (B)(6) 2011 and high grade squamous intraepithelial lesion since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("ireegular spotting"), coital bleeding ("bleeding after intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling") and pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"), vaginal infection ("infection from rupture of vaginal cuff") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy) and surgery (ablation). At the time of the report, the genital haemorrhage, menorrhagia, dysfunctional uterine bleeding, dyspareunia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, menometrorrhagia, coital bleeding, abdominal pain, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: all symptoms resolved after removal (except those that are related to the hysterectomy) left tubal cannulated first,the essure deployed, and 2 coils are noted in the cavity. Then right , essure deployed , and 3 coils were left in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral coils . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 38-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left tubal cannulated first, the essure deployed, and 2 coils are noted". The patient's medical history included malaise, fatigue, dizziness, pap smear abnormal, condyloma, panic disorder on (B)(6) 2010, postpartum depression and gravida on (B)(6) 2009. Previously administered products included for pain in scalp: ibuprofen/ tylenol; for bronchitis: amoxicillin; for vaginal itching: diflucan; for an unreported indication: cymbalta in (B)(6) 2013, sprintee from (B)(6) 2009 to (B)(6) 2009, lexapro from 2004 to 2008, mirena in 2007 and depo- provera. Concurrent conditions included tobacco abuse since (B)(6) 2011 and high grade squamous intraepithelial lesion since (B)(6) 2013. Concomitant products included benzocaine;cetylpyridinium chloride (cylex) from (B)(6) 2010 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("irregular spotting"), coital bleeding ("bleeding after intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling") and pelvic pain ("chronic pelvic pain/pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia( painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal infection ("infection from rupture of vaginal cuff dehiscence & peritoniuam poening"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced vaginal cuff dehiscence ("surgery (other) type of surgery: vaginal cuff dehiscence repair") and peritonitis ("infection peritoneum opening"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, menorrhagia, dyspareunia, vaginal haemorrhage, dysmenorrhoea and pelvic pain had resolved and the dysfunctional uterine bleeding, vaginal infection, menometrorrhagia, coital bleeding, abdominal pain, abdominal distension, vaginal cuff dehiscence and peritonitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, peritonitis, vaginal cuff dehiscence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: all symptoms resolved after removal (except those that are related to the hysterectomy) left tubal cannulated first,the essure deployed, and 2 coils are noted in the cavity. Then right , essure deployed , and 3 coils were left in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral coils. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: reporter information added. New event vaginal cuff dehiscence repair, infection peritoneum opening added. Outcome of events were updated excessive abnormal bleeding, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dyspareunia( painful sexual intercourse), dysmenorrhea (cramping), chronic pelvic pain/pain from unknown to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.